Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis; however, log files from the date of the reported event were received. The results of the analysis performed on the log files concluded that the optical signals conformed to specifications during the procedure. Temperatures reported by the temperature sensor indicate acceptable cooling performance during rf ablation. Force measurements were recorded during ablation that exceeded the recommended values in the IFU. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. The cause of the reported cardiac perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Additional information received indicates the patient was male. The patient became dizzy and hypotensive and a cardiac perforation was diagnosed via echocardiogram. There were no performance issues with any sjm device.

Manufacturer narrative:
(B)(4).

Event description:
During a ventricular tachycardia ablation procedure, a cardiac perforation occurred. While ablating in the left ventricular outflow tract with a tacticath quartz ablation catheter, a cardiac perforation with subsequent pericardial effusion occurred. A pericardiocentesis was performed, which resolved the issue.